Event description:
It was reported that during an implant attempt, it was difficult to introduce the right ventricular [rv] lead via the introducer sheath due to patient anatomy. It was also reported that when deploying the rv lead helix, the distal portions of the lead did not fully meet and the helix would not fully extend after 21 turns. A different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.